Manufacturer narrative:
It was reported that due to a "malfunction" the user experienced a fall causing her to sustain "life altering injuries". No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device "malfunction" causing fall.